Event description:
Caller reported an issue with cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on conducting a complete pump reset, successfully resolving the issue, and the caller was able to start their sensor session without further errors.